Event description:
Ous MDR - it was reported that 42 months after the implant, this lead was explanted and replaced due to high impedance and threshold. During the extraction procedure, the lead was reportedly destroyed completely and was consequently not sent back for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed that the right ventricular pacing impedance was measured at 2247 ohms on the (B)(6) 2018. Furthermore the threshold test on the (B)(6) 2018 demonstrated a value of 3 v at 0.5 ms as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.